Event description:
It was reported that upon scheduled review of the device data, there were stored episodes of atrial tachy response that demonstrated there was occasional undersensing of the patient's atrial fibrillation (af). The physician was informed. The atrial sensitivity was programmed to automatic gain control at 0.25 mv. The atrial lead remains in service and no adverse patient effects were reported. Additional information received indicated that during scheduled review of the device a loss of atrial capture was observed. The intermittent atrial undersensing also persisted. The recorded atrial threshold tests were in the range of 1.4 v to 2.1 v. The atrial sensitivity was programmed to automatic gain control at 0.25 mv and the atrial output was trend 2.5 v. Further review of the device programming was recommended. No adverse patient effects were reported.